Event description:
It was reported that when cleaning spacer block springs loosened. The event did not happen in surgery.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the attune spacer block has two springs missing. Since the springs were not returned, it is suspected that they sustained some damage, although this cannot be determined with certainty. No other anomalies were observed. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. This improper technique could result in damage to the springs and posts and ultimately causing the springs to fall apart and the posts to broken off or deformed. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.